Event description:
The ICD was implanted in (B)(6) 2016. The patient had not attended follow-up since implantation. Reportedly, during the follow-up performed on (B)(6) 2021, it was impossible to interrogate the device, despite several attempts. The leds of the programming head were off. An external ECG showed pacing supplied by the device. A re-intervention was scheduled on(B)(6) 2021. Following microport crm's recommendation, a recovery procedure was performed on (B)(6) 2021. Nevertheless, the inductive telemetry function could not be restored. As a result, the device was explanted on (B)(6) 2021.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The ICD was implanted in (B)(6) 2016. The patient had not attended follow-up since implantation. Reportedly, during the follow-up performed on 25 november 2021, it was impossible to interrogate the device, despite several attempts. The leds of the programming head were off. An external ECG showed pacing supplied by the device. A re-intervention is scheduled on (B)(6) 2021. Following microport crm's recommendation, a recovery procedure was performed on (B)(6) 2021. Nevertheless, the inductive telemetry function could not be restored. As a result, the device was explanted on (B)(6) 2021.

Manufacturer narrative:
Please refer to the attached analysis report.